Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported items and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported that after seven (7) months from the initial surgery, surgeon found that #3 of the proximal screw was backed out from the proper position. The surgeon will control the patient condition, and no additional surgery or intervention has been scheduled. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). D10: ann cort bone screw 4 x 28mm item #47248612840 lot #3152732. Ann cort bone screw 4 x 30mm item#47248613040 lot# 3127449. Affixus ph nl cap 0mm item #47248801000 lot# 3152749. G2: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2024 -00119.